Event description:
It was reported that during routine follow-up it was discovered that the shock impedance was greater than 200 ohms. The high, out-of-range impedance was present with programming configurations involving the proximal coil of the right ventricular (rv) lead. It was noted that the increase in impedance had been gradual over time and was consistently high. The shock vector was reprogrammed to distal coil (rv coil) to device can to avoid using the proximal lead coil and it was planned to continue to monitor the situation. No intervention has been planned. The rv lead remains implanted and in service at this time and no adverse patient effects were reported.

Event description:
It was reported that during routine follow-up it was discovered that the shock impedance was greater than 200 ohms. The high, out-of-range impedance was present with programming configurations involving the proximal coil of the right ventricular (rv) lead. It was noted that the increase in impedance had been gradual over time and was consistently high. The shock vector was reprogrammed to distal coil (rv coil) to device can to avoid using the proximal lead coil and it was planned to continue to monitor the situation. No intervention has been planned. The rv lead remains implanted and in service at this time and no adverse patient effects were reported.